Event description:
During an unknown procedure the device was reported to not have fired properly. Potential scissoring occurred when the device was fired. The case was complete with a same like device with no pt consequence.